Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). After the dissection process was completed, the harvester prepared the hemopro 2 for branch ligation. However, when the bisector was put through the cannula of the device, white plastic shavings were noticed. None of these shavings were lost in the patient and all of the shavings were collected. Due to this defect, the device was deemed not safe for use and a new hemopro 2 kit was opened. The remainder of the case was finished with the new kit and no further issues occurred. No delays occurred due to this defect. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 05/20/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside the cannula. There were no visual defects observed on the c-ring, or the harvesting device jaws. No white material was returned for evaluation. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula. A white strand of material was observed on the tip of the harvesting device. No other visual defects were observed. An engineer evaluation was conducted on 07/26/2022. Photographs were taken of the inner lumen, and it was observed that there were shavings in the lumen of the cannula. No other visual defects were observed. Based on the returned condition of the device, the reported failure "particulates" was confirmed. Based on the returned condition of the device, as well as the evaluation results, the reported failure particulates; shavings" was confirmed. The lot # 3000236928 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17450-rm7001114 shows signs of flaking of the paint that prints the company logo ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.